Event description:
Patient reported that, after setting both of the device's basal insulin profiles, they reverted back to 0 units per hour. No error messages were generated by the device. Patient indicated that her blood glucose was elevated (approx 300 mg/dl), as a result. She self-treated by resetting the insulin profiles and delivering a bolus.